Manufacturer narrative:
E1: initial reporter facility (B)(6).device evaluated by MFR.: a gladiator was returned fro analysis. The recommended introducer/guide sheath size for this device. The customers sheath was not returned with the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 10mm proximal of the distal markerband. This type of damage most probably occurred when the device was being withdrawn through the sheath prior to a balloon rupture. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft found no issues or damage. A visual examination found no issues with the markerbands.

Event description:
It was reported that balloon burst occurred. The severely stenosed target lesion was located in the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, on the initial inflation at 22 mmhg, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon burst occurred. The severely stenosed target lesion was located in the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, on the initial inflation at 22 mmhg, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.